Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint on (B)(6) 2017 via tha with s-rom (p/n and lot number were unknown) and the cup (kyocera:p/n and lot number were unknown). After the surgery, the surgeon found that the dislocation was occurred due to the ligament in the vertical direction was tended to stretch. The revision surgery was performed on (B)(6) 2018, with already implanted sleeve (p/n and lot number were unknown) in the patient¿s hip joint. The patient was (B)(6) years old female. No further information was provided by the hospital. Doi: (B)(6) 2017; dor: (B)(6) 2018; unknown affected side.